Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 26-june-2024, it was reported by the patient that infusions set fell off due to which hyperglycemia occurs within one day of use. High blood glucose level was 9 mmol/l. Patient replaced infusion set and resumed insulin successfully. No further information was available.